Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (bent pins) has been confirmed. Upon evaluation, the pins in the electrode belt trunk cable connector were bent in a swirl pattern. The root cause of the bent pins cannot be positively identified but is likely excessive force when mating the belt with the monitor while the pins were misaligned. No adverse event resulted from the damaged electrode belt connector. The patient received a replacement electrode belt.

Event description:
A patient service representative (psr) contacted zoll customer support while assisting a (B)(6) female patient to report that the pins in the electrode belt connector were bent. The patient was provided with a replacement electrode belt.